Event description:
The customer reported that the cine function was not operating. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys configuration was reformatted. The sys was then found to be operating as intended.